Event description:
A gastric ulcer that bled slightly, developed in the stomach opposite the intragastric tip of the gastrostomy tube. The ulcer was visualized with an endoscope and the bleeding was treated.